Event description:
The customer reported that the system was not getting images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the interconnect cable and repaired the power supply. The system was tested and found to be working as intended and put back in service.